Event description:
Customer reported an ambulatory telepack would not connect with dpm central station. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and replaced the telepacks.